Event description:
A peritoneal dialysis (pd) patient reported a blocked line during fill 1 of treatment. Upon follow up with the patient's pdrn, it was reported the patient developed peritonitis due to a "break in technique". The patient's transfer set loosened, and the patient caused touch contamination when attempting to reset up. The patient's effluent was cloudy. A culture of the patient's pd fluid was taken on (B)(6) 2013. It was discovered that the organism found was staphylococcus lugdunensis. The patient was given vancomycin 500mg and fortaz 1g to treat infection. The patient was also given heparin due to the fibrin that was found in the line. The patient tends to be constipated and was advised to take stool softeners as well. The patient is fine and continues treatment as normal

Manufacturer narrative:
A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.